Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that caller reported mdt rep replaced their communicator with what appeared to be a refurbished communicator around the beginning of the year because the communicator was not charging. Additional information was received stating that caller had concerns that when the samsung handset battery depleted they would lose stimulation and therapy would turn off. When patient would turn therapy back on again the stimulation would be so intense it would feel like a shock and would knock patient to floor. Patient services (ps) reviewed samsung handset battery is independent from the ins battery and does not cause therapy to turn off. Discussed possibility that therapy may be turning off due to the ins battery getting too low between ins charges. Caller did not believe this to be the case and indicated patient charges weekly, however upon further discussion the caller reported the patient does not use the recharger app so was not monitoring battery level and therapy status when charging the ins. Ps reviewed option to change the program and then back to desired program as a means to reset ma from 0.1 when turning therapy b ack on again in the future. Ps recommended charging the ins more frequently and using the recharger app to prevent ins battery from discharging and causing therapy to turn off.